Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The device was received with minor scratches on lcd window and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a motor error on his insulin pump. He stated the motor errors are more frequent now. Also, when customer changes the batteries, it takes a little longer for the device to come back on. Customer sometimes goes through two to three batteries. Customer's blood glucose was 150 mg/dl. The motor errors occur usually a day or two after customer inserts a new infusion set. Customer is a mechanic and sometimes bumps the devices. He has had x rays, but the hospital staff told him to move the device to the other side. The alarm was cleared. Customer does not use the sensor feature. He was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.